Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon burst occurred. The 80% stenosed lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The 3.5 x 15mm quantum maverick monorail balloon was used to post dilate the 3.50x20mm taxus stent that was implanted at the circumflex. On the first inflation, the balloon burst at 10 atmospheres after five seconds. The balloon was removed intact. The procedure was not completed due to this event. The pt's status is stable with no complications reported.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to the likelihood that the reported event is attributable to procedural factors and/or interaction with pt's anatomy performance of the device was limited.